Event description:
Customer reported elevated blood lead patient results with leadcare ii (lc ii) while troubleshooting with magellan's technical services (ts) a separate incident. (Mag-cc-09130). Customer reported a lc ii test result of 38.0 g/dl confirmatory test results have not been made available to magellan. As part of this event's troubleshooting ts asked customer to describe method used for capillary blood collection and testing. Customer indicated preparing patient hands by wiping the collection site with alcohol pads, lancing, and wiping first drop of blood away by touching skin. Customer reported, filling capillary tube to black line with no air bubbles, and immediately dispensing the specimen into the treatment reagent (tr) tube with the plunger provided and gently mixing, then using dropper included in the test kit to dispense sample onto "x" of sensor. Ts identified customer is not washing the patient's hands with soap and water and let air-dry following cdc recommendations for capillary blood lead collection as indicated in the device's instructions for use. 2/25/26 ts emailed customer for update. 3/11/26 ts attempted to contact customer unsuccessfully. 3/31/26: ts requested additional information regarding this patient. Customer communication inferred that this patient (38.0 ug/dl) was being monitored by the state so the high value might be expected. Confirmation testing was not provided but has been requested.

Manufacturer narrative:
This customer reported an additional elevated blood lead test result. Separate mdrs were filed for each of the result reported under this event. The related report number(s) are referenced in the respective 3500a form for traceability.